Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, and lymphadenopathy.

Event description:
Healthcare professional reported "the prosthesis of the right breast with the presence of increased anteroposterior diameter of irregularity due to multiple folds emerging observing membranes inside (intracapsular rupture). The neighboring breast tissue is found increased echogenicity (edema)" and "axillary adenomegaly of inflammatory aspect." Device remains implanted.